Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the leadless implantable pulse generator (ipg) was difficult to place and after try ing multiple locations pacing problems persisted. It was also noted that the delivery system was affected by heat stress. No patient complications have been reported as a result of this event.